Event description:
When raising the patient bed for a procedure, a spark was seen coming from behind the bed and there was a smell of smoke. Upon investigation, the bed power cord was noted to be frayed. The cord had been wrapped around part of the bed and when the bed was raised it is thought to have caused the cord to get caught in part of the bed causing it to fray. There was no harm to the patient. The power cord was replaced by internal department.